Event description:
It was reported that during the procedure, the subject coil was prematurely detached while the physician advancing the subject coil inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the coil delivery wire was seen to be kinked and the main coil was seen to be detached. Functional inspection was not required as the reported issue was confirmed in the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer was the coil was detached during push in the microcatheter without use of an in-zone. That there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the procedure. During analysis, the main coil was found to be detached and intact and the coil delivery wire was found to be kinked/bent. An assignable cause of procedural factors will be assigned to the as reported (ar), as analyzed (aa) 'main coil prematurely detached/separated during use since this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed (aa) code ¿coil delivery wire kinked bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, the subject coil was prematurely detached while the physician advancing the subject coil inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.